Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the arm on (B)(6) 2017. The patient's father reported that the sensor did not complete the two-hour warm-up and upon removal of the sensor pod, the sensor wire was missing. Patient's father did not believe that the wire was retained. No injury or medical intervention was reported. Product was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the cgm system is not approved for other sites. If placed in other areas, the cgm system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed sensor wire and housing puck are missing. The problem is confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. .the reported event of detached/missing sensor wires was confirmed. A root cause could not be determined.